Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation alleges that patients hip implant has started to fail and patient has been required to undergo medical procedures to diagnose the failure. Additionally, it is alleged that the level of cobalt and chromium in patients body has risen to a toxic level.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi, dor, dob. Patient was revised to address infection (right side). The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2013 - used medical device declaration for shipping received for left hip implants. Cup part/lot provided by invoices for both hips. Dor provided for left hip. Competitor stem of left hip noted as broken ((B)(4)). There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.